Manufacturer narrative:
No complaint was received with the return of the device. Failure event noted during analysis. Final analysis found a partial lead measuring 10.5 cm. An external insulation abrasion was found 7.1 to 7.3 cm from the connector pin consistent with friction to the device can. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.